Event description:
It was reported that during the implant procedure, the lead was repositioned multiple times in order to locate a good position. During each repositioning, the number of turns required to extend the helix increased until it was over twenty turns, after which the helix would pop out. The lead was removed and inspected, where it was revealed that a piece of tissue was caught in the helix. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).